Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial bipolar lead impedance warning triggered for the atrial lead due to high pacing impedance. It was also noted that there has also been a gradual rise in the atrial threshold. The atrial lead remains in use. No patient complications have been reported as a result of this event.